Event description:
Strings unraveling [device breakage]. Case narrative: consumer reported via phone that the tampon strings unraveled. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.